Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion area was located in a moderately tortuous and moderately calcified iliac artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, first inflation was achieved with a pressure of 10atm and with balloon duration time of 10 seconds. However, a balloon burst was noted. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and the patient's condition was good post procedure.

Manufacturer narrative:
Device evaluated by the MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was noted inside the balloon which is evidence of a device leak. A visual and microscopic examination of the balloon material identified no issues which could potentially have contributed to this complaint. The balloon could not be inflated due to a pinhole in the shaft polymer extrusion. A visual and microscopic examination observed no damage to the blades. All blades were present and fully bonded to the balloon surface. The markerbands and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and microscopic examination found the shaft [polymer extrusion to be severely kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied, and liquid was observed to be leaking from a shaft pinhole, located approximately 11mm proximal to guidewire exit port at the site of one of the kinks. No other issues were identified during the product analysis. A visual and tactile examination found that the hypotube was kinked at more than one location along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion area was located in a moderately tortuous and moderately calcified iliac artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, first inflation was achieved with a pressure of 10atm and with balloon duration time of 10 seconds. However, a balloon burst was noted. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and the patient's condition was good post procedure.